Manufacturer narrative:
Alleged failure: video/capture card is going out on this unit, intermittently after case is going and surgeon captures image. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be capture card failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.